Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low. Moderate-severe paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed, but the pvl remained. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.